Event description:
A healthcare facility in (B)(6) reported via a distributor that the manometer on an rd900 neopuff infant resuscitator is defective. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint manometer has not been returned to fisher & paykel healthcare for eval. We will provide a follow-up report upon completion of our investigation.